Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited increased pacing impedance measurements greater than 2,000 ohms. No evidence of oversensing was observed, however, episodes of noise was recorded. Additional information was received eleven months after the initial allegations stating that the reported high pacing impedance measurements were actually occurring with this patient's fineline ii lead which had remained active following this patient's last device replacement procedure. Therefore, that lead was removed from service and surgically abandoned. No other adverse events have been reported. This product issue will be updated if additional information is received. The device was later electively explanted. The device was returned for reliability analysis.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.